Event description:
Home patient (hp) reports heater bag inflated with air in dwell 1/4 during treatment (tx) on homechoice device. Excess air in heater bag may be attributed to leak in cassette of homechoice set. Hp noted she ended tx and did two manual exchanges as instructed by rn. No pt injury or medical intervention required per hp.